Manufacturer narrative:
The device has not been returned to resmed so that an engineering investigation can be performed. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf192) related to sensor board power. There was no harm or serious injury reported as a result of this incident.